Manufacturer narrative:
Initial and final MDR 1979289-device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 3 infusion set cannula kinked event on 17-aug- 2024 within 3 hours after insertion. The site of insertion was upper buttocks for all three events. The infusion set in use for event 1- 5 hours, event 2- about 6 hours, event 3- about 7 hours company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.